Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced pump stop on (B)(6) 2019 upon interrogation of the device. Concerns of short to shield. The patient had a significant increase in weight since implant from (B)(6). The manufacturer¿s technical service representative reviewed the log file and confirmed pump stop on (B)(6) 2019 while the device was connected to the mobile power unit (mpu). X-ray of the driveline was unremarkable. The patient denied to have pump replacement at this time and was discharged on a power module with ungrounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed a pump stop event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 19jul2019 through 31jul2019. The log file contained a pump stop event on (B)(6) 2019. This event occurred while the patient was connected to the mobile power unit. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. It was reported that account had a concern for a short to shield. It was reported the patient had significant increase in weight. An x-ray of the driveline was unremarkable. Additional information was provided stating the patient refused a pump replacement at this time and was discharged home with an ungrounded patient cable and power module. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.